Event description:
A pump was reported to have alarm 20 during insulin pumping. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to load a new cartridge following the proper technique, but the cartridge alarm recurred. Consequently, technical support decided to replace the pump, even though it was out of warranty.